Event description:
The reporter stated the surgeon noted a small capsule tear in the pt's eye prior to insertion of the cc4204bf collamer single piece lens. The surgeon inserted the collamer lens but removed it during the same surgery due to the surgeon changing his mind for another lens. The surgeon felt the lens was not appropriate for the pt, the lens did not malfunction. The lens was removed with no pt injury . A different type lens was implanted. The reporter stated this facility uses a competitor's phacoemulsification system.

Manufacturer narrative:
No malfunction of lens - eval: results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue.